Event description:
It was reported that while using the zimmer skin graft mesher, the mesh was damaged on the side close to the handle. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 7 years old and was last returned to the manufacturer for repair on 07/02/2010. The inspection found the comb was damaged and the ball detents were worn. There were no cutters returned from customer. Calibration numbers could not be obtained prior to repair due to the comb damage. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.